Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (the legal manufacturer received the device). Based on the results of the investigation, the possibility of water intrusion cannot be ruled out as a possible cause, however, it is highly likely that the event occurred due to forcing the device through resistance when the bending portion is angulated quickly. The event can be prevented by following the instructions for use (IFU) which state: "for safe use handling and general precautions warning do not bump or drop the endoscope tip, flexible part, curved part, control unit, universal cord, or scope connector part. Also, do not bend, pull, or twist them with strong force. Doing so may damage the device, injure the body cavity, or cause burns, bleeding, perforation, or parts to fall out. Do not force the angle, operate the angle abruptly, or pull or twist the angle while it is still hung. Doing so may damage the inside of the body cavity, cause bleeding or perforation. Also, the angle may not return during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no ultrasound image issue could not be determined, however, the issue was likely the result of observed damage to the ultrasonic probe due to user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that, due to damage to the ultrasonic probe, the displayed ultrasound image was defective with missing elements. Due to the wear of the forceps control lever, water tightness was lost. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the forceps elevator, the lock engagement lever and upward and downward angulation control knob could be locked securely. The adhesive on the bending section cover or distal sheath was detached and had a chip and a crack. The plate and ultrasonic connector had corrosion due to water leakage. The suction cylinder is shaved. The switch box, connecting tube, objective lens, image guide protector, protector of the universal cord on the control section, and distal end had scratches. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the gastrovideoscope's ultrasound image was not being displayed on the monitor. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. It is unknown if there was any delay. There were no reports of patient harm.